Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections a.2, a.3, & h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a severed electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The patient experienced purulent discharge at the implant site that began (B)(6) 2025. The patient was treated with antibiotics (type unknown). The recipient reportedly experienced a dry granuloma and an exposed electrode. A CT scan confirmed full insertion, and exposure of the electrode in the retroauricular region with no signs of infection in the middle ear.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: d.6b & h.6. The recipient was reportedly diagnosed with a retro auricular infection. The recipient ceased device use. The recipient's device was explanted. The recipient's infection has resolved, and the recipient has recovered. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. The recipient's infection is reportedly under control. The recipient is reportedly experiencing device extrusion of electrode. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.